Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer reported to have forgotten to primed tubing before connecting. Customer stated that insulin pump delivered 70 units of insulin into his body, but blood glucose did not drop. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.